Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303262 and lot number 221112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The needles were visually examined and no defects were identified. The needles were then used to puncture a test vial and were examined microscopically with no defects observed. Based on the provided feedback, it is understood that a coring issue took place, causing needle clogging. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. We would like to inform you that new material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that while using the bd microlance ¿ 3 needles it gets clogged.the following was received from the initial reporter: we sometimes use 3 or 4 trocars to inject into the IV because it gets clogged++.

Event description:
It was reported that while using the bd microlance ¿ 3 needles it gets clogged. The following was received from the initial reporter: we sometimes use 3 or 4 trocars to inject into the IV because it gets clogged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.